Manufacturer narrative:
The investigation of pump did not start has been completed. The data logs were investigated and the complication was confirmed. The instant the user attempts to start the pump the first time, the motor current spiked to 1487 ma and a high motor current pump stop occurs. The pump was able to restart a few minutes later, however, the pump flows were immediately saturated. After five minutes of running, the p-level was reduced, and another motor current spike occurred, followed by low pump flows. These signatures indicate that during the first start up attempt, biomaterial was most likely ingested into the purge gap prior to or at the same instant, causing the subsequent saturated flows. Then at the second motor current spike, it may have got kicked out into the cannula, causing the low pump flows. The product was not returned for investigation. Based on data log review, the pump did not start was determined to most likely be due to biomaterial. E.2 revised address line 2 as information was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25413. H.6 code 1503 was reported incorrectly on teh initial manufacturer device report number 1220648-2025-25413. A new code was added to medical device problem codes to reflect that the pump did not start.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of two device manufacturing reports associated with this event. Refer to initial medical device report for the automated impella controller serial number (B)(6) with date of event 23-dec-2024 and identifier ending in (B)(6).

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and upon start up, the impella cp pump experienced high motor current followed by a pump stop. Both the impella cp pump and automated impella controller were replaced to resolve the issue and support the patient through the high-risk pci. It was reported there was no harm to the patient as a result of this event.